Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an occlusion alert on the ilet with insulin noted on the outside of the connector, consistent with leakage, and hyperglycemia persisted with a blood glucose reported value of 336 mg/dl until the supply was changed; the event involved an inset infusion set placed on the stomach and a dexcom g7 continuous glucose monitor (cgm), with the issue traced to an occlusion/leak at the connector consistent with an obstruction of flow and a connector/coupler problem. No adverse clinical symptoms associated with hyperglycemia reported and a confirmatory finger-stick of 331 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem causing obstruction of insulin flow at the connector/coupler, with resolution after changing the supply; patient education on proper supply change sequence was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.